Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: the product number or lot number was not provided, so a manufacture date, DHR number and ship date are not available. Manufacturing record review: a review of the device history record could not be performed because a cooper part number or lot number was not provided. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Incoming inspection review: not applicable. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
Per jsls research journal article : asymptomatic peri-isthmic tubal perforation procedure was terminated and not rescheduled at another time because patency was achieved on the contralateral tube. No postoperative complications occurred.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported in the jsls research article "fluoroscopically-guided hyseteroscopic tubal cannulation : a procedure for proximal tubal obstruction " published october - december 2022 volume 26 issue 4 e2022.00047.